Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During the case today the pin on the back of the 48 +0 apg+ sizer pin guide broke off in the black handle. We managed to remove the broken off piece from the handle. The black handle is not damaged so has not been included in the impacted products list. It was the glenoid sizer which failed. We decided to change to the 48 +3 glenoid sizer, so this didn't really impact the procedure. Damaged product has been labelled and placed back in the set for return.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: photo reviewed and failure mode confirmed. Root cause attributed to the device being worn from normal use and servicing. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.